Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A photo was reviewed. The photo is slightly blurry. The cartridge is shown in the photo from between the loading area and the nozzle entry area. The cartridge is tilted onto the side. The presence of viscoelastic cannot be confirmed based on the photo. A yellow lens model is observed advanced into the nozzle entry area. It appears that both haptics are folded onto the optic in an acceptable position. The tip appears to be damaged; however the quality of the photo makes it impossible to assess the tip completely. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a cartridge that appeared melted during an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Product evaluation: a photo was provided. The photo is slightly blurry and dark. The cartridge is shown from the top sitting sideways. The view shows the cartridge starting just behind the nozzle entry. The cartridge has evidence it was placed into a handpiece. A yellow lens model is observed advanced into the nozzle entry area. It appears that both haptics are folded onto the optic in an acceptable position. The cartridge tip appears to be damaged (bent/dented). The cause of the damage cannot be determined from the photo. Based on the photo evaluation the cartridge tip is damaged. The tip appears bent or dented, which may have been interpreted as the reported "melted". The root cause for the tip damage cannot be determined from the photo. The cartridge has a lens advanced into the nozzle and has been placed into a handpiece. It cannot be verified that the damage observed in the photo was present when the cartridge was received. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. The manufacturer internal reference number is: (B)(4).